Event description:
Event description boston scientific received information that this lead was an attempted implant. Placement difficulty was experienced as the small vein that the lead was in broke and the physician could not advance the lead. The lead sat in the svc for several minutes and when the physcian was able to advance the lead body the helix had dug into the vein. Therefore, the physician eventually cut the proximal end of the lead, tied it off and sutured it down. The helix and proximal end of the lead remained where it was in the svc. No adverse events were noted and the patient was checked by a boston scientific sales representative the next day and was fine.